Event description:
The customer reported via phone call that the pump was rewinding randomly. Customer stated that she had 7 unexpected rewind events. Customer reported that she was wearing the pump during priming. Customer's current blood glucose was 328 mg/dl. Customer was explained that the liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer stated that the insulin did not continue to drip after letting go of the act button and there isn't a gap between the piston and reservoir. Customer was able to successfully prime the set. Troubleshooting and an infusion set solved the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.